Manufacturer narrative:
This is the same event as 3010536692-2015-01075.

Event description:
Allegedly the patient was revised due to mom complications (left).

Manufacturer narrative:
(B)(4). This is the same event as 3010536692-2015-01075_01, -01097, -01098.